Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a caregiver discovered a fluid leak coincident with peritoneal dialysis therapy. Immediately preceding the discovery, the patient had received an m31 air detected in cassette alarm during fill four of four of peritoneal dialysis therapy. It was noted that the patient had filled 1122ml of an expected 2000ml at the time of the alarm. During troubleshooting, it was verified that the heater bag was empty, the connections were secure, and that air bubbles were present in the drain line. The cycler was rebooted but the m31 alarm reoccurred. The technical support representative recommended cancelling the treatment and the patient began a stat drain. When the stat drain was taking too long, the patient requested doing a manual drain. Treatment was cancelled and upon removing the cassette, fluid was found within the cassette compartment of the cycler. The technical support representative advised the caregiver to discontinue use of the cycler and to notify the peritoneal dialysis registered nurse of the event. The patient was able to continue with their treatment using manual supplies. The patient did not develop any symptoms or require medical intervention as a result of the issue. The patient later received the replacement cycler and was able to continue with peritoneal dialysis therapy without complications. The cassette used during the incident has since been discarded. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was performed on the cycler with no issues noted that could have caused or contributed to the leak. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.